Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the continuous glucose monitor (cgm) had an inaccuracy compared to blood glucose (bg) meter, in addition to an adverse event. The sensor was inserted in the abdomen on (B)(6) 2016. The patient suffered a hypoglycemic event due to inaccurate readings. The patient states that she went into insulin shock and the patient's boyfriend had to call the paramedics. The patient was taken to the hospital, was given a glucagon shot and released on 08/07/2016. No additional even or patient information is available.